Manufacturer narrative:
Pt demographic unk. Site didn't' have proper probe to continue with biopsy procedure so site decided to use old set-up to complete biopsy. No impact on pt outcome reported.

Event description:
Site rep reported inability to use the navigus probe to lock trajectory during a biopsy after a burr-hole has been created. No impact on pt outcome was reported.